Event description:
Reporter stated that medical attention was sought on (B)(6) 2019 around 12pm. End-user was eating and stated they needed to go to the bathroom. End-user took glipizide prior to dinner, they fell over in their chair and was too weak to move. Reporter helped end-user to the bathroom and performed a bgt, meter read 379mg/dl. Caller picked up the end-user and brought them to their bed and called the paramedics. Paramedics arrived about 25minutes later, end-user was responsive but was confused. Paramedics performed a bgt on their meter and it read 25mg/dl and then performed a bgt on the prodigy and received a result of 178mg/dl. Paramedics gave the end-user glucose through an IV. The paramedics transported the end-user to the ER where upon arrival her blood glucose was 32mg/dl when tested with the hospitals meter. She was then admitted for 2 days. Caller does not remember what other bgt were performed or the discharge result. The doctor took the end-user off the glipizide after medical attention was sought. A cat scan was performed, and the results were normal. She was treated at (B)(6) medical center emergency room located at (B)(6).